Event description:
Pt received philips respironics CPAP system from medical (B)(6) on (B)(6) 2018. Pt used the system (B)(6) 2018. Pt sleeps on side, and the nasal mask breaks seal frequently in the side position. Pt awakes each time the seal breaks and then reseals the marks as best as possible. Pt got nearly no sleep the nights of (B)(6). In addition to resealing mask producing sleeplessness, the system increases pressure during deep exhalation. The extra pressure creates spasmodic breathing during exhalation - further producing sleeplessness. The system appears to train a pt to avoid deep breathing. Pt slept on (B)(6) mainly due to lack of sleep from system first-night use. Both nights, though pt awoke from feeling short of breath. Both nights the pt removed the mask and got back to feeling normal after about 20 mins of deep breathing. Pt reported the problems to medical (B)(6) on (B)(6) 2018. The medical (B)(6) rep said pt would need to learn to sleep on back and would need to call dr to have system adjustments made. Philips respironics user manual says, "should you experience trouble with this equipment or require assistance setting up, using or maintaining the device or accessories, please contact your home care provider."